Event description:
It was reported that a small volume folfusor stopped infusing; there was no medication delivered. The patient was treated with 4500mg fluorouracil in normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 3, 2014 to october 4, 2014. The device was returned to baxter healthcare for evaluation. Visual inspection was performed and revealed no signs of blockage or physical abnormality that could have caused the reported problem. Functional flow testing was performed by removing the cap and continuous flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.